Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer flew to south korea to visit her daughter. The customer was unable to clear the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The customer submitted a global request, so no products were shipped or returned as of yet.